Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a couple of months ago the therapy turned off on its own, then it happened a second time a month or two ago, and a third time yesterday. The patient stated that they experienced a shocking sensation each time they turned the therapy back on. The patient stated that the ins battery level was 50% when they turned the therapy back on yesterday, but they weren't sure what the ins battery level was the previous two times the therapy turned off on its own. The patient denied being around sources of emi when the therapy turned off. Agent reviewed that the therapy will turn off if the ins battery level gets down to 0%, but the patient didn't think that was the cause of the issue. The patient stated that they charge the ins every other night and sometimes every night, and it usually takes 20-40 minutes to fully charge the ins. The patient stated that the ins battery level usually never gets below 50%, but they don't use the recharger app when they charge the ins. Agent advised the patient to use the recharger app the next time they charge the ins so they can verify the ins battery level before they start charging. The patient was redirected to their healthcare provider(hcp) to further address the issue.